Manufacturer narrative:
Ous MDR.

Event description:
Ous MDR - there was a lot of noise detection and the device charged inappropriately many times. Because of this the device battery prematurely drained. A new lead and a new device were implanted. There were no adverse pt effects reported.